Event description:
It was reported that inflation problems were experienced with two (2) 8sct devices. There was no reported injury and/or change in therapy. The device was returned and submitted to the lab for decontamination and analysis. The MFR's eval is recorded in section h.10 of this report.